Event description:
The biomedical engineer reported that during routine testing of the external pulse generator (epg), it was noticed that the on/off key pad had to be pressed several times to finally get the device to either power on or off; the key pad was not properly functioning. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. On/off key of the main keyboard is collapsed. Lower case is broken.